Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patient was not current and station had interface problem on both patient and orders. A technical support specialist dialed into the server and the device, confirmed that the device did not have patient or order delay or down notifications, and ran a site-down query from the server, which showed all systems were current. The specialist spoke to the customer, informed them that there were no issues from our end, and confirmed that the problem was resolved after the hospital department restarted their servers. The customer confirmed closure of the case. The system functioned as intended after the technical support specialist investigated the issue. D4 & h4: unique identifier (UDI), medical device serial, medical device model, medical device catalog and device manufacture date not available.

Event description:
It was reported that when using the bd pyxis¿ es server, the station had an interface problem on both patient and orders, displaying the message ¿patient may not be current¿ at the top of the screen. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported based on this event.